Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The pump was not explanted and no product will be returned for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was scheduled for a sternal wound debridement for a known chronic infection. The patient has a history of heparin induced thrombocytopenia and was being bridged with angiomax. The patient experienced a subdural brain bleed and the angiomax was stopped. The patient was medically managed with no surgical intervention performed. The patient's unspecified neurological symptoms worsened over the weekend, the family elected to withdraw support and the patient expired on (B)(6) 2016. The pump was reported to be functioning as intended. No additional information was provided.